Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the clinic routine check. Upon interrogation, noise was found on atrial lead, reproducible with isometrics. Sensing, impedance, and threshold were normal. No intervention was performed. The patient was stable and would continue to be observed.